Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that air was being aspirated intermittently with blood via the sheath valve. The catheter was removed and successfully replaced. There were no reported patient injuries or complications. The patient is noted as "okay."